Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had received an other critical pump error. Troubleshooting was performed. It was reported that the the insulin pump performed safety checks, an other critical pump error was found and the insulin pump turned off. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and motor. No damage noted on the force sensor. History download was successful using thump. The pump was programmed and monitored for 1 day. No pump switching off anomaly or unexpected battery loss anomaly noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Unexpected battery loss anomaly not confirmed. E/a alarm unspecified confirmed (found pump error 63 in the formatted history file on 10/04/2023 at 11:41:23.000). Reviewed the pump history for pump errors/alarms 1 week prior to the event date 09-oct-2023 in the pump history file. 10/02/2023 17:52:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780). 10/02/2023 18:09:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781). 10/04/2023 11:41:23.000 alarmalertnotification (40) faultnumber: hardwareerroralarm (63). 10/05/2023 18:44:13.000 alarmalertnotification (40) faultnumber: sensorerroralert (801). 10/05/2023 19:15:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780). 10/05/2023 19:31:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Pump error 63 alarm variable 15 confirmed on 10/04/2023 at 11:41:23.000 (twi) (line number 147 file number 2017), suspected on hw. Lost sensor alert not confirmed. Pump error 63 confirmed in the pump history file. Sensor error alert (801) not confirmed. E/a alarm unspecified confirmed (found pump error 63 in the formatted history file). Pump error 63 alarm confirmed due to moisture damage on the electronic assembly. Unexpected battery loss anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.